Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described "hygiene was not maintained". On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 g, route, frequency and duration were not reported), amikacin injection (125 mg, route, frequency and duration were not reported) and meropenem injection (1 gm, route, frequency and duration were not reported) for the peritonitis. Antibiotic treatment was ongoing. Three days after event onset, pd therapy was stopped, pd catheter was removed, and the patient was started on hemodialysis. Four days after the event onset the patient was recovered. Hospitalization was ongoing due to hemodialysis. Retraining on the proper aseptic technique was ongoing. No additional information is available.